Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, they had a bravo capsule that failed to detach from the esophagus. There was no harm to the patient and a repeat bravo procedure was not performed. In order to the remove the capsule, they had to use a snare. There was nothing unusual about the patient or the procedure itself.